Manufacturer narrative:
It was reported that the implantable pulse generator (ipg) had a reset. It was noted that it was a soft reset and a critical ram parity error. It was also noted that the ipg had started recollecting diagnostics since reset. Additional information was later received indicating that the device has been checked since the event, which would rest the device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) had a reset. It was noted that it was a soft reset and a critical ram parity error. It was also noted that the ipg had started recollecting diagnostics since reset. Additional information has been requested regarding if the reset has been cleared, the information is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6565 x 2, stents, (B)(6) 1997; 6570 x 2, stents, (B)(6) 1997. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.